Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the not properly inserted and bent cannula or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by that the patient's glucose level reached 350 mg/dl, and they checked the pod and saw that the canula wasn't inserted in the body. Additionally, the patient reported the cannula being bent.